Event description:
It was reported that the patient had scheduled generator replacement on (B)(6) 2015. After the generator was replaced, high impedance was observed on system diagnostics with lead impedance approximately around 6800 ohms. Pre-operative lead impedance on the explanted generator was within normal limits. The replacement generator was tested by using a test resistor and testing via generator diagnostics, and high impedance resulted. Multiple different positions with the patient's head tilted to the left, right and forward were tested with the explanted generator connected back to the existing lead, and all test resulted in good diagnostic results within normal limits. The new generator was reportedly not programmed on. Generator diagnostics were going to be re-performed, but at that time, the septum popped out and they tried to reinsert. The generator diagnostic results were then around 4014 ohms. The manufacturer's representative confirmed that the lead pin was visualized past the generator connector block. Diagnostics were tested again, and the impedance was high again. A second replacement generator was tested and again resulted in high lead impedance which is reported in mfg report #:(B)(4). The lead was not replaced, and the surgeon felt that the lead looked fine. The reported high impedance on the generator was not duplicated in the pa lab. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. The septum damage was most likely associated with manipulation of the device during the implant procedure. Septum debris was in the hex head of the setscrew the back of the septum was also damage by the setscrew. The septum was installed in the header cavity with no anomalies in the analysis lab. Other than the noted condition there were no adverse functional, mechanical, or visual issues identified with the returned generator. Good faith attempts for additional, relevant information have been unsuccessful to date.

Manufacturer narrative:
(B)(4). Corrected data. The initial report inadvertently did not report this data.

Event description:
The high lead impedance has continued with the existing lead and replacement generator. As a result, the continued high impedance is being captured in mfg report #: 1644487-2015-05282.